Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.